Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of the device - 2 years and 10 months. The patient remains ongoing on lvad support. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient paged the vad team reporting generalized weakness and dark stool for 2 days. It was reported that the patient had experienced previously unreported gastrointestinal bleeding (gib), and did not feel that this episode was similar to the past incidences. The patient presented with low hemoglobin and hematocrit values of 7.6 g/dl and 22.3%, respectively. The patient's inr was within the goal range. An endoscopy showed an arteriovenous malformation (avm) at the jejunal junction that was cauterized on (B)(6) 2016. On (B)(6) 2016, the patient was discharged from the hospital with a stable hemoglobin, hematocrit, and inr, and no further dark stools. The patient has reportedly remained stable at home since.